Manufacturer narrative:
Exact date unknown, event occurred in 2018. Date of explant : 2018.

Event description:
It was reported that patients ipg was not holding a charge. The patient underwent an explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.